Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the helix suddenly extended during positioning. The lead exhibited low amplitudes and device sensing issues while connected to the pacing system analyzer (psa). Another lead was implanted in its place. This lead is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found body fluid in the helix, which is normal for active fixation leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the helix suddenly extended during positioning. The lead exhibited low amplitudes and device sensing issues while connected to the pacing system analyzer (psa). Another lead was implanted in its place. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the helix suddenly extended during positioning. The lead exhibited low amplitudes and device sensing issues while connected to the pacing system analyzer (psa). Another lead was implanted in its place. This lead is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.